Manufacturer narrative:
Initial reporter address: full address name of the facility is (B)(6). The subject device was received and evaluated at repair center (rc) service business (B)(4). Device evaluation and inspection, service noted an error e315 error message occurred due to fluid invasion inside the electrical connector (el-connector). After drying the scope, it was then sent back to the customer. Reviewed of device service history record showed the subject device has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported the device exhibited an error e315 (scope error) . The issue found during reprocessing. The facility completed the intended enteroscope procedure with another device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device. Then, abnormality of electrical parts occurred which led to the displayed error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.